Manufacturer narrative:
Pump passed displacement test, self test, off no power test, a21 error test and all operating currents tested within the spec. No charge/battery anomaly were noted. Unit passed basic occlusion test. Unit failed prime/a33 test at 2.5 lbs due to faulty fsr(gold). Unable to verify motor error alarm or perform excessive no delivery test and occlusion test due to prime anomaly. The motor was tested outside of the device and passed. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received motor error alarm. Customer reported that they were able to clear the alarm. They were successfully clear the alarm. Customer reported the weak battery alarms. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.